Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 3 devices were received for evaluation; 1 device was not available to stryker for evaluation. Approx 1 event was confirmed during testing. The device was found to have a shattered bearing and scoring on the inside diameter of the bearing. Approx 2 reported events were not duplicated during testing. Both devices were found to be affected by corrosion on the upper bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which there was reportedly black soot coming out of the device . There was patient involvement; no patient impact.